Manufacturer narrative:
We inspected the device according to our procedures and could not find any deviation from the specification. Also, we would not duplicate the failure as described.

Event description:
It was reported that after positioning and pinning the pt's head in the doro skull clamp, there was a clicking sound and the torque screw dropped in pressure/setting. A 1 cm laceration was treated. The same clamp was used for the duration of the case without issue.